Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. No root cause can be determined as no samples were received. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that before use of the bd syringe with bd luer-lok tip, the clear plastic backing is not adhered to front cover. Package is too easy to open. Some packages syringe falls out when package is picked up. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ syringe with bd luer-lok¿ tip, the clear plastic backing is not adhered to front cover. Package is too easy to open. Some packages syringe falls out when package is picked up. There was no report of exposure, serious injury or medical intervention.